Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard flat mesh on (B)(6) 2004 and (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no.), e1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol - bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol - bard flat mesh (device 1). Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard flat mesh on (B)(6) 2004 and (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated left inguinal hernia and hydrocele thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿the scrotal hydrocele was excised. A small direct hernia was noted and reduced. A bard flat mesh (device 1) was placed and secured with sutures to the coopers ligament and conjoint tendon.¿ (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿ilioinguinal nerve was trapped in scar tissue was sectioned. No evidence of indirect hernia. A large direct hernia defect was noted and reduced. A bard flat mesh (device 2) was placed in the defect and secured to coopers ligament using sutures. A large collection of enlarged lymph node was removed.¿ (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with mesh revision. Per op notes, ¿the previous mesh (device 1) was noted intact. A small hernia medial to the prior mesh (device 1) which was not an indirect hernia, and this was dissected circumferentially and reduced. The scar tissue was excised. The prior mesh was reapproximated to close the medial defect with sutures. The fascia was closed with sutures.¿